Manufacturer narrative:
Updates made: b4; date of report ; updated to today's date. G6 ; follow-up 1. H4-h6: update to type of investigation, investigation findings, investigation conclusion. H10; update below. Updates to manufacturers narrative: investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: email.

Manufacturer narrative:
Investigation summary: to be determined. Root cause: to be determined. Source: email.

Event description:
Customer reporting 5 false positive flu b results. Customer states that some results were confirmed negative by pcr for flu b and positive for other respiratory type illness. Multiple attempts were made to gather more information from the customer regarding patient results without success. Report 2 of 7.